Event description:
It was reported that there was event with a inner sheath, for 27040 sd/sl. The ceramic beak tip sheared off and was retained in the patients bladder. Patient required a second anaesthetic to retrieve the ceramic beak.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon examination the broken off tip shows a large crack, which leads from the edge of the tip to the point where its glued to the steel shaft. The broken off piece of the tip shows some dark scratches/burns. The part of the ceramic tip which is glued to the steel shaft is still fixed and adhesion is intact. No discoloration is present on the breakage surfaces, which suspects a fresh break. Most likely the damage was caused by a hit with a hard object which caused the crack evolving from the edge of the tip to the area where the ceramic is connected to the steel shaft. No indication for a material defect or manufacturing problem. The event is filed under internal karl storz complaint ID ((B)(4)).